Event description:
A hospital in (B)(6) reported, via their fisher & paykel healthcare (fph) representative, that over a three day period six mr290 autofeed humidification chambers, used on five different infants, were leaking water. Three of the infants had ventilation problems during changing of the mr290 chamber while the other two infants had no problems. In each of the incidents the ventilator gave a leak alarm to alert the nursing staff. Incident 1: on (B)(6) 2013 a (B)(6) infant was on a babylog 8000 ventilator with mr850 humidifier. The humidifier became wet from the leaking chamber and had to be exchanged. During this time the infant required manual ventilation. Incident 2: on (B)(6) 2013 a (B)(6) infant was on a babylog 8000 ventilator with mr850 humidifier and rt235 breathing circuit. The humidifier became wet from the leaking chamber and had to be exchanged. During this time the infant required manual ventilation. It took 15 minutes to re-stabilise the infant. Incident 3 - on (B)(6) 2013 a (B)(6) infant was on a babylog 8000 ventilator with mr850 humidifier and rt235 breathing circuit. After two days the mr290 chamber began to leak water. The ventilator could reach tidal volume and oxygenation was down by 68% (spo2). After the chamber was exchanged there were no further problems. The other two incidents occurred between (B)(6) 2013 and there was no patient consequence with either of these two events. No further consequence was reported for any of the five patients.

Manufacturer narrative:
(B)(4). Method: of the six complaint mr290 chambers, two were from the named lot 1206290304. The remaining four were from lot 130322, manufacture date 22 march 2013. Two of the complaint mr290 autofeed humidification chambers were received for evaluation, both from lot 1206290304. The chambers were visually inspected for the reported damage. Results: visual inspection revealed that both chambers were cracked above the bracket and also along the base of the chamber dome. For chamber 1, small amounts of residue were found above the bracket, near the base and below the second port. The lot date printing was slightly smeared. For chamber 2 residue was found at the crack along the base. Smeared print was found over the crack and at the bracket. Clearly visible flow marks from a liquid were found around the crack on the outside of the chamber dome. These flow marks indicate that some type of solvent was poured/spilt over the chamber dome. A lot check revealed no other complaints of chamber cracking for either lot number. Conclusion: based on the flow marks on chamber 2, and the smeared print and the nature of the cracking observed on both returned complaint chambers, we can conclude that the damage was caused by environmental stress cracking due to the chamber dome coming into contact with solvent based cleaning solutions. The mr290 autofeed humidification chamber is a single use device, manufactured in a clean working environment and does not require any cleaning. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).